Event description:
It was reported that a clinical trial patient with a 31mm 7300tfx pericardial mitral valve exhibited severe mitral stenosis, mild mitral regurgitation, and degeneration after an implant duration of five (5) years, 10 months and has been placed under consideration for a valve-in-valve procedure. Transesophageal echocardiography revealed thickened leaflets of the mitral valve with restricted motion.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a clinical trial patient with a 31 mm 7300 tfx pericardial mitral valve exhibited severe mitral stenosis, mild mitral regurgitation, and degeneration after an implant duration of five (5) years, 10 months and has been placed under consideration for a valve-in-valve procedure.

Manufacturer narrative:
H11: corrected data: updated section g4 as it was blank and should have read (B)(6) 2020 on FDA report followup no 1.

Event description:
It was reported that a clinical trial patient with a 31mm 7300tfx pericardial mitral valve exhibited severe mitral stenosis, mild mitral regurgitation, and degeneration after an implant duration of five (5) years, 10 months and has been placed under consideration for a valve-in-valve procedure. Transesophageal echocardiography revealed thickened leaflets of the mitral valve with restricted motion. It was later learned that the patient had died after an implant duration of six (6) years, one (1) month due to a non-device-related respiratory complication after a long and complicated hospitalization. No intervention was performed on the 31mm 7300tfx valve.

Manufacturer narrative:
Updated: b5, g4, h10 h10: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. In this case, the patient expired due to non-device-related respiratory failure but would have most likely undergone intervention to treat stenosis and regurgitation secondary to valvular degeneration of the surgical valve. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.